Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred at the beginning of surgery. According to the reporter, it was the first time that the device was used. There was a delay due to a device change and the difficulty in removing the broken piece from the handpiece. However, the specific duration of the delay was not specified. It was further reported that there was no impact on the patient. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The surgeon¿s name was provided as dr. (B)(6). Initial reporter: the surgeon¿s phone number was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During a subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred on (B)(6) 2016. The date of event has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the cutter device fractured and a piece remained stuck inside the handpiece device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was reported that there was no allegation of malfunction against the handpiece device. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.